Event description:
In 2001, a nurse at children's dept of facility called minimed nordic ab and stated that one of their patients experienced a ketoacidosis and was admitted to hosp. It was noticed that the tubing was split at the luer connection. The glue seemed not to hold the tubing together with the luer connection. The following day, maersk medical received the complaint and the used tubing.